Event description:
It was reported that, "patient complained of pain. During primary surgery in 2001 the patella was never resurfaced. During revision surgery on (B)(6) 2010, the doctor resurfaced the patella. As long as he had the knee exposed, he replaced the tibial insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.